Event description:
It was reported that the ilet user inserted an infusion set without removing the adhesive cover, which prevented the set from adhering properly and led to an incorrectly deployed infusion set. There were no reported adverse clinical effects. Outcomes included successful completion of a site change with education provided and replacement supplies arranged. Investigation included customer care troubleshooting over the phone. Investigation of this case revealed user handling error during infusion set insertion, with the device and its components functioning as designed once the site was properly placed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to application technique.